Event description:
It was reported that the iodine sponge became fully separated from the minicap. There was no patient injury or medical intervention. No additional information is available. This is report 2 of 6 for this event.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and identified the sponge out of the minicap. The sponge was measured and the dimensions met product specification. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.